Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and device breakage ("fracturing of the implant") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included overweight. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), alopecia ("hair loss / hair loss"), headache ("headaches / headaches"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareinia (inability to have sexual intercourse)"), urinary tract disorder ("bladder problem/bladder or urinary problems or changes"), migraine ("migraines"), tooth disorder ("dental problem"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain / loss (specify which one)"), pain ("other injury (ies) or complication (s) please describe: body ache"), depression ("other injury (ies) or complication (s) please describe: depression") and anxiety ("other injury (ies) or complication (s) please describe: anxiety"). The patient was treated with surgery (to remove the essure implant, hysterectomy (partial)) and surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, abdominal pain lower, headache, urinary tract infection, female sexual dysfunction, urinary tract disorder, migraine, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, depression and anxiety outcome was unknown, the alopecia and pain had resolved and the weight increased was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, migraine, pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: failure to occlude fallopian tubes. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical record was received events: urinary tract infection, apareinia (inability to have sexual intercourse), bladder problem, urinary problem or changes, migraines, dental problem, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, weight gain, body ache, depression and pain, headaches, hair loss clubbed to previous events. Reporter information, historical condition was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and device breakage ("fracturing of the implant") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included overweight. Concurrent conditions included nausea. Concomitant products included folic acid. In 2015, the patient experienced alopecia ("hair loss / hair loss"), headache ("headaches / headaches"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareinia (inability to have sexual intercourse)"), urinary tract disorder ("bladder problem/bladder or urinary problems or changes"), migraine ("migraines"), tooth disorder ("dental problem"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain / loss (specify which one)"), depression ("other injury (ies) or complication (s) please describe: depression"), anxiety ("other injury (ies) or complication (s) please describe: anxiety") and bladder disorder ("bladder problem"). On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), pain ("other injury (ies) or complication (s) please describe: body ache") and bone pain ("bone pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) . Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, abdominal pain lower, headache, urinary tract infection, female sexual dysfunction, urinary tract disorder, migraine, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, depression, anxiety, bladder disorder and bone pain outcome was unknown, the alopecia and pain had resolved and the weight increased was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, bladder disorder, bone pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, migraine, pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: failure to occlude fallopian tubes. Most recent follow-up information incorporated above includes: on 1-oct-2018: plaintiff fact sheet- events bladder problem and bone pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and device breakage ("fracturing of the implant") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included nausea and umbilical hernia. Concomitant products included folic acid. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced allergy to metals ("nickel allergy"). In (B)(6)2015, the patient experienced headache ("headaches / headaches"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareinia (inability to have sexual intercourse)"), migraine ("migraines"), toothache ("dental problem-pain in teeth"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("other injury (ies) or complication (s) please describe: depression"), anxiety ("other injury (ies) or complication (s) please describe: anxiety"), bone pain ("bone pain") and tooth loss ("teeth falling out") and was found to have weight increased ("weight gain / loss (specify which one)"). In (B)(6)2015, the patient experienced alopecia ("hair loss / hair loss"), pollakiuria ("bladder problem/bladder or urinary problems or changes-frequent urination") and urinary incontinence ("leakage "). In (B)(6)2016, the patient experienced vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps") and pain ("other injury (ies) or complication (s) please describe: body ache"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, device breakage, abdominal pain lower, headache, urinary tract infection, female sexual dysfunction, pollakiuria, migraine, toothache, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, depression, anxiety, urinary incontinence, bone pain, abdominal pain and tooth loss outcome was unknown, the alopecia and pain had resolved and the weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, bone pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, migraine, pain, pollakiuria, tooth loss, toothache, urinary incontinence, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: the left tubal ostium is cannulated and the coil was placed with 5 loops visible. The right tubal ostium is cannulated and placed with 3 loops of coil initially visible but then with a tubal peristalsis, no longer visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Abdominal x-ray - on (B)(6)2016: moderate stool. No free air.. Computerised tomogram abdomen - on (B)(6)2016: findings: no acute osseous abnormality. Hysterosalpingogram - on (B)(6)2016: results: failure to occlude fallopian tubes unilateral occlusion (left tube occluded),; in (B)(6)2016: bilateral essure device are present. There is intraperitoneal spillage from the right fallopian tube. Successful occlusion from the left fallopian tube. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs received- new events abdominal pain, teeth falling out were added. Pt of urinary tract disorder to pollakiuria. Pt of bladder disorder updated to urinary incontinence. Pt of tooth disorder updated to toothache. Treatment drug were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant'), device breakage ('fracturing of the implant') and post procedural haemorrhage ('bright red blood more like spotting of course ') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included nausea and umbilical hernia. Concomitant products included folic acid. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient experienced headache ("headaches / headaches"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareinia (inability to have sexual intercourse)"), migraine ("migraines"), toothache ("dental problem-pain in teeth"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("other injury (ies) or complication (s) please describe: depression"), anxiety ("other injury (ies) or complication (s) please describe: anxiety"), bone pain ("bone pain") and tooth loss ("teeth falling out") and was found to have weight increased ("weight gain / loss (specify which one)"). In (B)(6) 2015, the patient experienced alopecia ("hair loss / hair loss"), pollakiuria ("bladder problem/bladder or urinary problems or changes-frequent urination") and urinary incontinence ("leakage"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), pain ("other injury (ies) or complication (s) please describe: body ache"), post procedural haemorrhage (seriousness criterion medically significant) and fatigue ("so tired"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, abdominal pain lower, headache, urinary tract infection, female sexual dysfunction, pollakiuria, migraine, toothache, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, depression, anxiety, urinary incontinence, bone pain, abdominal pain, tooth loss and fatigue outcome was unknown, the alopecia and pain had resolved and the weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, bone pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, migraine, pain, pollakiuria, post procedural haemorrhage, tooth loss, toothache, urinary incontinence, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: the left tubal ostium is cannulated and the coil was placed with 5 loops visible. The right tubal ostium is cannulated and placed with 3 loops of coil initially visible but then with a tubal peristalsis, no longer visible. Discrepancy noted in date of removal (B)(6) 2016 (previous f/u) and (B)(6) 2016 (this f/u) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Abdominal x-ray - on (B)(6) 2016: moderate stool. No free air.. Computerised tomogram abdomen - on (B)(6) 2016: findings: no acute osseous abnormality. Hysterosalpingogram - on (B)(6) 2016: results: failure to occlude fallopian tubes unilateral occlusion (left tube occluded),; in (B)(6) 2016: bilateral essure device are present. There is intraperitoneal spillage from the right fallopian tube. Successful occlusion from the left fallopian tube. Concerning the injuries reported in this case, the following ones were reported via social media-post procedural haemorrhage, fatigue. Most recent follow-up information incorporated above includes: on 19-nov-2019: social media received- new event so tired, bright red blood more like spotting of course were added. New reporter were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant') and device dislocation ('migration of implant') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included nausea and umbilical hernia. Concomitant products included folic acid. On (B)(6) 2015, the patient had essure inserted. In september 2015, the patient experienced allergy to metals ("nickel allergy"). In october 2015, the patient experienced headache ("headaches / headaches"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareinia (inability to have sexual intercourse)"), migraine ("migraines"), toothache ("dental problem-pain in teeth"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("other injury (ies) or complication (s) please describe: depression"), anxiety ("other injury (ies) or complication (s) please describe: anxiety"), bone pain ("bone pain") and tooth loss ("teeth falling out") and was found to have weight increased ("weight gain / loss (specify which one)"). In november 2015, the patient experienced alopecia ("hair loss / hair loss"), pollakiuria ("bladder problem/bladder or urinary problems or changes-frequent urination") and urinary incontinence ("leakage"). In january 2016, the patient experienced vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower ("cramps"), pain ("other injury (ies) or complication (s) please describe: body ache"), post procedural haemorrhage ("bright red blood more like spotting of course"), fatigue ("so tired") and gait disturbance ("can't walk around or go anywhere"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, abdominal pain lower, headache, urinary tract infection, female sexual dysfunction, pollakiuria, migraine, toothache, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, depression, anxiety, urinary incontinence, bone pain, abdominal pain, tooth loss, post procedural haemorrhage, fatigue and gait disturbance outcome was unknown, the alopecia and pain had resolved and the weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, bone pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gait disturbance, headache, migraine, pain, pollakiuria, post procedural haemorrhage, tooth loss, toothache, urinary incontinence, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: the left tubal ostium is cannulated and the coil was placed with 5 loops visible. The right tubal ostium is cannulated and placed with 3 loops of coil initially visible but then with a tubal peristalsis, no longer visible. Discrepancy noted in date of removal (B)(6) 2016 (previous f/u) and (B)(6) 2016 (this f/u) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Abdominal x-ray - on (B)(6) 2016: moderate stool. No free air.. Computerised tomogram abdomen - on (B)(6) 2016: findings: no acute osseous abnormality. Hysterosalpingogram - on (B)(6) 2016: results: failure to occlude fallopian tubes unilateral occlusion (left tube occluded),; in january 2016: bilateral essure device are present. There is intraperitoneal spillage from the right fallopian tube. Successful occlusion from the left fallopian tube.. Concerning the injuries reported in this case, the following ones were reported via social media-post procedural haemorrhage, fatigue most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- new event can't walk around or go anywhere was added. Reporter information was added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and device breakage ("fracturing of the implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), alopecia ("hair loss") and headache ("headaches"). The patient was treated with surgery (to remove the essure implant) and surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, abdominal pain lower, alopecia and headache outcome was unknown. The reporter considered abdominal pain lower, alopecia, device breakage, device dislocation and headache to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.